Manufacturer narrative:
An investigation has been initiated. When the investigation is complete, a supplemental report will be submitted.

Event description:
The catheter was primed during preparation for the procedure; no leak was observed. The stylet was easily pulled ack to trim the catheter to the desired length. Immediately following successful PICC placement, when the catheter was flushed the rn noted a small leak near the 1 cm marking. The tear-away introducer sheath was still in place, so the catheter was removed and a new catheter was obtained/inserted.